Event description:
On (B)(6) 2011, customer reported that they had an incorrect total bilirubin (tbil) result for one (1) patient, a four day old baby, on the dxc 600 pro instrument. The erroneous result was reported out of the laboratory, and it was questioned by the physician. Customer reran the sample and the result was amended. The original result was 0.6 mg/dl and the rerun was 14.2 mg/dl. There was no change to patient treatment based on the erroneous result. Customer stated that quality control was run before and after the event and it was within acceptable range. Customer technical support (cts) instructed the customer to clean the sample probe. The root cause of the event is unknown.